Manufacturer narrative:
Battery pack sn (B)(6) was returned and evaluated. The reported problem (yellow #2 fault) was confirmed. The battery was experiencing yellow #2 fault when removing the battery. The root cause for the yellow #2 fault was unable to be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery had yellow #2 faults.